Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician noted that the stylet did not feel as though it would go all the way in the lead like usual. The physician was aware that there is normally stylet that sticks out of lead when normally using; however, this time the lead tip kept flopping although multiple different stylets were attempted. The physician attempted to place this lead in the atrium but was concerned that the stylet wasn't going to the tip. The lead was removed and a new lead was implanted instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. Analyst comments stated that the stylet insertion test result was failed. (When performing stylet insertion test, it was ligthly forcing the stylet to get through the lead). Visual analysis found the lead has been damaged/ conductors distorted.